Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent strut was damaged, lifted and pulled in proximal direction. The outer diameter of distal end of the returned stent was measured and found to be different from the manufacturing maximum crimped stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the quite tortuous and calcified right coronary artery (rca). A 4.00x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion, despite few attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.